Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had rf processor failed selftest. The customer also reported that the hardware low level failures. The customer also reported that they were able to clear the alarm and were able to rewind the pump and also the displacement test passed. Customer also stated they failed the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No delivery alarm/occlusion - unknown timing not confirmed. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected alarm (line number 5632 file number 2005) due to a software error.